Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent breast augmentation primary with 475cc mentor memorygel breast implants experienced right-sided rupture postoperatively. As a result, patient underwent bilateral replacements as follow: l/cat#: shpx595, sn#: (B)(4), r/ cat#: shpx595, sn#: (B)(4) on (B)(6) 2021.

Manufacturer narrative:
Device evaluation completed on july 06, 2021: the product was returned to mentor for evaluation. Mentor conducted visual inspection. Visual analysis of the returned sample revealed that the sm mpp gel 475cc breast implant had an area of shell abrasion in the posterior view. Additionally, a tear was found within the shell abrasion extending to the anterior view, measuring approximately 10 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stress to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, breast implants may also wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).